Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer forgot how to bolus. Customer was explained how to bolus through bolus wizard. Customer has yet to treat for blood glucose till now. The customer was offered to troubleshoot for high blood but declined because she knows it is due to gout and cortisone injections.